Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was elevated between 425-460 (mg/dl). The cause of the elevated bg level was unknown. A supply change was performed however, the customer's bg level did not lower. A manual injection was then delivered. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.